Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial notification, the following publication by petretic a. Et al., ¿percutaneous treatment of severe mechanical intravascular hemolytic anemia due to deformation of ascending aortic prosthesis,¿ published in jacc case reports (2025), reports an adverse event. This publication describes a single-patient case report involving a 35-year-old male with a complex surgical history including prior aortic root replacement and subsequent infective endocarditis requiring explantation of a biological conduit and implantation of a mechanical aortic graft (on-x 21 mm; artivion). The patient later developed severe mechanical intravascular hemolytic anemia (mih), presenting with anemia, elevated lactate dehydrogenase, decreased haptoglobin, and hematuria. Imaging studies demonstrated progressive stenosis and deformation of the ascending aortic prosthesis. Paravalvular leak and prosthetic valve malfunction were excluded. The authors attribute the hemolysis to mechanical deformation and stenosis of the ascending aortic graft, likely influenced by prior inflammatory processes and multiple reoperations. Given the patient¿s high surgical risk, percutaneous stent implantation within the aortic prosthesis was performed. Following intervention, the patient demonstrated clinical improvement, stabilization of hemoglobin levels, and a decline in markers of hemolysis. At follow-up, hemogram values remained stable, and no recurrence of significant hemolysis was reported. The publication does not report structural valve failure, leaflet dysfunction, paravalvular leak, or intrinsic device malfunction of the on-x mechanical valve. The complication is described as secondary to prosthesis deformation in the setting of complex inflammatory and surgical history.

Manufacturer narrative:
A sample evaluation was not performed as no product was returned.the manufacturing records could not be reviewed as no device identifying information was provided.the publication ¿percutaneous treatment of severe mechanical intravascular hemolytic anemia due to deformation of ascending aortic prosthesis¿ by petretic et al., published in 2025, is reviewed here.this publication presents a single-patient clinical case involving severe mechanical intravascular hemolysis in a 35-year-old male with an extensive prior cardiac surgical history. The patient had previously undergone implantation of an on-x 21 mm mechanical aortic graft in (B)(6) 2023 after explant of a biologic conduit for infective endocarditis. In (B)(6) 2024, the patient developed a para-aortic inflammatory collection with fistula formation in the region of the mechanical graft, followed by additional reoperation with reimplantation of the left coronary ostium and reanastomosis of the aortic graft.two weeks after discharge from the subsequent hospitalization, the patient presented with exercise intolerance, hematuria, jaundice, hypotension, and laboratory evidence of hemolytic anemia. Diagnostic evaluation included laboratory testing, echocardiography, computed tomography, pet/CT, and CT aortography. Paravalvular leak, prosthetic valve malfunction, misalignment, medication-related hemolysis, and noncardiac causes were evaluated and excluded. Consecutive CT aortography demonstrated progression of stenosis and deformation of the ascending aortic prosthesis, which the authors considered the probable cause of the patient¿s mechanical intravascular hemolysis.the patient required a total of 12 blood transfusions during hospitalization. Given the patient¿s recent and prior cardiac surgeries, the multidisciplinary team considered the patient to be high surgical risk and proceeded with percutaneous intervention. A self-expanding aortic stent was implanted in the ascending aortic prosthesis with postdilatation. A second balloon-mounted aortic stent could not be deployed and was surgically extracted after dislodgement. Following the procedure, the patient¿s jaundice improved, hemoglobin remained stable, and laboratory markers of hemolysis declined. At outpatient follow-up, the patient reportedly remained clinically improved with stable hemogram values and further reduction in hemolysis.the authors conclude that prosthesis-related stenosis and deformation may result in turbulent blood flow, high shear stress, and clinically significant hemolysis. They further conclude that percutaneous stent implantation may be a viable alternative to surgical revision in selected high-risk patients, particularly when multidisciplinary evaluation supports a less invasive approach.this publication describes a complex individual case in which severe hemolytic anemia was attributed by the authors to deformation and stenosis of the ascending aortic prosthesis following multiple prior cardiac operations and inflammatory complications. The reported event was associated with the postoperative condition of the implanted graft and surrounding anatomy, and not with a confirmed manufacturing deficiency of the on-x device itself. The publication does not establish a device malfunction attributable to design or manufacture.the publication reports a single complex patient case in which severe mechanical intravascular hemolysis was attributed to postoperative deformation and stenosis of an ascending aortic prosthesis after multiple prior surgeries, reoperation, inflammatory complications, and graft revision. Based on the information presented, the findings are most consistent with a patient-specific postoperative anatomical and procedural complication rather than a device manufacturing or design-related issue.this report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.